Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA alleging that their onetouch verio2 meter was reading inaccurately erratic as well as inaccurately compared to another meter. The complaint was classified based on additional information obtained by the customer care advocate (cca) during a follow up call with the patient. The patient stated that the alleged inaccuracy issue began at 6:01am on (B)(6) 2016. At this time the patient obtained blood glucose readings of "524 and 49mg/dl" with the subject meter within 20 minutes of one another. The patient also compared the result of "49 mg/dl" to another device which provided a result of "45mg/dl" within 30 minutes. It was noted that the patient manages their diabetes with insulin pump therapy and as a result of the alleged subject meter result of "524mg/dl" they had taken an additional 20 units of humalog insulin before obtaining the result of "49mg/dl", thus invalidating this comparison. An unspecified period of time later, the patient stated that they developed "hypoglycemia." The patient went to the emergency room (e.r) as a result of this and was given IV glucose as well as food and/or drink from a healthcare professional (hcp) as a result of the blood glucose result of "45mg/dl which was obtained on an e.r device. At the time of troubleshooting the cca noted that the patient took additional insulin between obtaining the alleged inaccurate erratic results. The difference between the other comparison the patient made does not exceed lfs's criteria for accuracy. The unit of measure was set correctly and the results were taken from an approved sample site. The patient's products were replaced and requested for evaluation. This complaint is being reported based on the following conclusion: although the patient's testing technique was incorrect, thus invalidating the alleged erratic subject meter result, the patient reportedly developed symptoms suggestive of a serious injury and required hcp intervention after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.